Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-07415. It was reported the patient died on (B)(6) 2019 and the cause is unknown. An autopsy has been ordered. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.